Event description:
It was reported that patient was not getting the expected relief/inadequate pain relief from her pump. They tried to do a dye study and could not aspirate the catheter so they elected to push forward. When they went ahead and injected the dye, an unclear image of shaded looking area near catheter tip was observed. It was stated that the study was "inconclusive" as the catheter tip was not clear. Per reporter they were apparently going to do a CT scan as well to attempt to visualize the tip. They had not seen anything significant volume discrepancies. Patient symptoms were reported as ¿very vague¿ and that this had been going on ever since the last pump replacement. Per reporter there had been another change at the last refill on (B)(6) 2013 where the patient said she felt "sick" the night after her refill, but did not give any specific symptoms. Patient status at time of this report was alive with no injury. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).